Event description:
Voluntary medwatch received states a patient presented with palpitations. The atrial lead had under sensing and inappropriate atrial pacing. No changes were reported. The patient status was unknown.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5155488.